Manufacturer narrative:
Device investigation: the rhv that is provided with the neuron has come loose from its card holder and has broken the package seal. The sterile barrier is compromised; therefore, the device is non-functional. Conclusion: the damage observed agrees with the complaint. The tabs that hold the rhv in place are u shaped and show tearing at the bottom of the u. This could result from transit damage while boxed or from rough handling during installation on the card. The chipboard box was not returned and cannot be evaluated. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The purchasing agent at the hospital took the neuron out of the box and the rhv had come out of the slot in the packaging and opened the side of the packaging. The product was no longer sterile.